Event description:
One pt sample diluted and tested for hcg gave 43.38 miu/ml; sample repeated with a higher dilution gave 170506 miu/ml. Erroneous result not reported. The field service rep was unable to determine the cause for the discrepancy.